Manufacturer narrative:
Claim#:(B)(4).

Event description:
The reported indicated that the surgeon implanted an implantable collamer lens into the patient's eye. It was reported that the lens was explanted after 30 years due the patient had developed a natural cataract. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.